Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. Fse arrived on site and found manipulators were working as normal. Customer was backdriving the arm and it was returning to original position as normal. In the video they sent it looked like the arm had an issue because they kept their hand on the universal surgical manipulator (usm) carriage, and it looked like there was no motor action while backdriving. Fse educated the clinical sales representative who will in turn educate staff. System is functioning normally. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted internal mammary artery mobilization/harvest surgical procedure, the customer experienced play on the universal surgical manipulator 4 (usm4). The technical service engineer (tse) was provided a video for review. The tse instructed the customer to remove the usm4 due to the potential for non-intuitive motion and to continue the procedure with the remaining 3 usms. The procedure was completed with no reported injury.